Event description:
The remb handswitch was returned to stryker instruments for service. During functional testing by a service technician, it was found that the run/safe switch does not lock into either position, presenting a potential for the device to inadvertently be activated. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The remb handswitch was returned to stryker instruments for service. During functional testing by a service technician, it was found that the run/safe switch does not lock into either position, presenting a potential for the device to inadvertently be activated. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was duplicated. The technician visually confirmed the safety switch was not locking into either position. A worn lever may cause or contribute to the reported event. The handswitch is not a repairable device and will not be returned to the user facility.